Event description:
It was reported that the ventilator would not initiate a breath and had to bias flow with an audible alarm. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na